Event description:
Patient contacted dexcom to report early sensor shut-off prior to double blood drop prompt. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Data evaluation confirmed early sensor shut-prior to double blood drop because sensor reading railed at zero.